Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump alarmed for replace battery now. Customer¿s blood glucose was 11 mmol/l at time of incident. Customer states that he is receiving replace battery now error without a low battery warning. Customer reported recurring replace battery now alarm. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning. Insulin pump will not be return for analysis.